Event description:
A review of programming and diagnostic data was performed. High impedance event for identified, which occurred on (B)(6) 2012 and does not appear to have resolved.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.